Manufacturer narrative:
An ocd field engineer arrived at the customer site and created a new reference card image and performed all camera adjustments. Repairs have returned the instrument to expected operation. (B)(4)

Event description:
The customer reports that the gel camera misread a reaction as negative that was visually confirmed as a w+ reaction in the antibody screen test. No incorrect results were reported as a result of this incident.